Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform a system check, but no issues were identified. Customer changed the cartridge and infusion set and resume insulin therapy.